Manufacturer narrative:
(B)(6). On 07/21/2016, a medtronic representative performed a navigation system check-out, all areas passed system performed as intended. On 08/02/2016, a medtronic representative, following-up at the site, reported the screws were placed accurately in this procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, during the navigate task, the surgeon alleged an inaccuracy occurred. The surgeon's allegation was that their plantar probe, suretrack driver, and awl tip tap were approx 5 millimeters inaccurate. The surgeon adjusted for the perceived inaccuracy and continued with screw placement. The medtronic representative noted that the reference frame was taped to the patient and that the surgeon preferred this method. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was one minute. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and determined the reference frame was not rigidly attached to the anatomy. Site used the application in an off label way and was unsuccessful. Software functioning as designed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."